Manufacturer narrative:
The evaluation also confirmed that the cutting wire was melted and burned at the middle of the cutting wire by high temperature. The coating was torn at the broken point of the cutting wire and approximately 10 mm long coating was missing from the broken point to distal end. There were no other abnormalities related to the breakage in the subject device. The device instruction manual warns users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy, the cutting wire of the subject devices was broken. The device were returned to omsc for evaluation. During the evaluation of the device, omsc found the plastic coating on the cutting wire was partially missing in the subject device. The facility reportedly completed the procedure using another sphincterotome. There was no report of patient injury regarding this report.